Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and bilateral common iliac arterial aneurysms using an endurant iis stent graft system, gore® excluder® aaa endoprostheses, and gore® excluder® iliac branch endoprostheses (ibe). Ibe was planned to be placed bilaterally; however, due to tortuous anatomy of the internal iliac artery it was not possible to cannulate into the internal iliac gate in the left side. Therefore, unplanned embolization for the left internal iliac artery was performed. Ibe was successfully implanted in the right side. During the final angiography, type IV endoleak due to endurant was found, but no further problems were reported. The patient tolerated the procedure.

Manufacturer narrative:
The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. A conclusion has yet to be established as the investigation is incomplete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section 6 codes updated.